Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, blood started to leak. Blood loss of approximately 2-3ml. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system. (B)(4). The actual sample was returned for evaluation. The sample was visually inspected for any anomalies, during which no issues were noted that would lead to a leak in the part. The unit was then gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. The returned sample was found to not leak, and the failure mode described could not be recreated; therefore, the complaint is not confirmed. It is possible that during setup of the circuit, the connections made with the shunt sensor were not completely tightened or closed, causing them to leak. Another possibility is that after gas calibration, when the large blue vent cap was loosened, it had not been retightened prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.